Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the error was caused by the printed circuit board. The circuit board was then replaced and calibrated.

Event description:
It was reported that when the programmer was powered on, it came up with an error message that could not be cleared, despite recycling the power several times. The programmer was returned for repair. No patient complications have been reported as a result of this event.